Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was not holding the charge. The pump history confirmed the battery depletion. Upon follow up, the customer fully charged the pump and had no further issues. There was no reported impact to the blood glucose level.